Event description:
It was reported when the device was used during a low anterior resection, there no staples found after it was fired. Another device was used to complete the case. There was no pt consequence.